Manufacturer narrative:
(B)(4). An investigation could not be conducted since the device was not returned. A corrective action is not required at this time as a pot ential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter leaking could not be determined based upon the information provided and without the sample. Teleflex will continue to monitor and trend related events.

Event description:
During use on a patient, the medical agent was leaking from the catheter. Therefore, the catheter was replaced by a new one.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use on a patient, the medical agent was leaking from the catheter. Therefore, the catheter was replaced by a new one.

Event description:
During use on a patient, the medical agent was leaking from the catheter. Therefore, the catheter was replaced by a new one.

Manufacturer narrative:
(B)(4). The customer reported the catheter was leaking. The customer returned one snaplock adapter with clip, one epidural catheter, and lidstock. The snaplock adapter and catheter were received connected together (reference files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive material can be seen on the outer extrusion. Microscopic examination of the catheter revealed the extrusion and coils of the catheter are damaged at approximately 65mm ((B)(4)) from the proximal end. Microscopic examination also revealed the catheter has a cut at approximately 47mm from the proximal end. A functional leak test was performed per (B)(4) using the returned catheter and snaplock adapter with the lab leak tester ((B)(4)). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock other remarks: adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was cut at 47mm from the proximal end, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on the sample received. The returned epidural catheter was confirmed to leak from where the catheter appears to have been cut at approximately 47mm from the proximal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event. No further action will be taken.